Manufacturer narrative:
Updated: b4, d2, d4, g3, g6, h2, h7, h9.

Manufacturer narrative:
According to the report received the user slipped between the rail and the mattress and their head and neck was lodged between rail and mattress. Per the report they required assistance of emergency personnel to "lift body entirely from entrapment". Per the report the user was "taken to hospital by squad and suffered head laceration, facial and neck bruising". Per the report the user was "traumatized by this incident where he came so close to choking to death". The device is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the report received the user slipped between the rail and the mattress and their head and neck was lodged between rail and mattress.